Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure, a tube like layer of the tip of the needle came off the subject device. Prior to the procedure, resistance in moving the handle was experienced. There were no reports of patient harm.